Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification during testing. Evaluation performed flow accuracy testing at 125ml/hr and 16.8ml/hr. The results were passing at 1.250% and -3.813% accuracy error respectively. Troubleshooting the device found no abnormalities that would induce the reported issue, no cause was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused too quickly. The staff stated that they hung a "new bag" at 3:30 pm infusing at 16.8cc per hour (the medication and volume to be infused was not provided). The patient went for a procedure and when the patient returned at 5pm, the pump was alarming air in line and the bag was empty. The event happened during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.